Event description:
During troubleshooting of multiple reload the set alarms, that occurred on the home choice (hc) during use, the home patient (hp) stated that last night he tried reloading the cassette multiple times until the machine said to load a new set. At this point he changed the cassette and it worked. The hp stated he had to turn off the machine and end therapy. The technical service representative (tsr) had the hp turn on the machine. The hc went to press go to start and the tsr had hp check the alarm log. The log showed check lines and bags alarms, but no reload the set alarms in the log. The tsr explained the alarms and possible cause, and asked if the hp changed the bags when he changed the cassette. The hp stated no. The tsr explained that the hp cannot just change one part of the setup because it compromises the setup. The tsr instructed the hp to contact the peritoneal dialysis registered nurse about the improper setup and missed cycle. There was patient involvement, but no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed due to the use error described by the home patient (hp) who replaced the cassette but reused solution bags while troubleshooting multiple alarms. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.